Manufacturer narrative:
H3: product analysis found that visually, there was no significant damage to the packaging carton. When returned, the packaging carton contained inserts, open pouch, packaging tray, and a size 7 trivantage tube. There was no damage noted in the construction of the device. There were traces of contamination found on the cuff and on the one of the trace pads. There was also a white residue found inside the tube. The harness was wrapped around the tube when returned. There were traces of voids found in each trace pad. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (39.6 ohms), red with white stripe (20.8 ohms), blue (66.3 ohms), and blue with white stripe (14.9 ohms), all electrodes within specifications. Functionally, the device was connected to the nim system while trace pads were submerged in a saline solution for functional test. The electrode check passed and there was no noise recorded during the functional test. Furthermore, the bend test was performed where each trace for each electrode was bent individually (used flexible stylet to bend traces) and still there was no noise recorded. There were no issues found. A review of the global complaint data showed one other complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20 and fdc d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in h6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the emg tube did not provide a response during stimulation of the right side. The anesthesia team had repositioned the emg endotracheal tube three times without success in obtaining a response post-stimulation. The team extubated and intubated the patient with a new trivantage tube. The surgeon was then able to receive a response after stimulating the right side. There was a delay in the procedure. The stim did not return show "0", indicating that current is not being delivered. No visual and/or audible indicators that alerted the user of the issue. There was no injury to the patient.